Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire (sdw) was returned with the stryker microcatheter used during the procedure. Visual and microscopic inspection of the device found no anomalies with the sdw. During functional evaluation, the microcatheter was flushed and there was resistance 11cm from the distal tip and procedural fluid was noted on the mandrel from the distal tip. The blockage could not be cleared and the microcatheter was cut at 12cm from the proximal end and a patency mandrel was advanced and the deployed stent was found with no anomalies. Information available indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu and the patients anatomy was tortuous. The presence of procedural fluid is an indication that continuous flush was not maintained. The lack of continuous flush could have caused the analyzed issues; however, this could not be definitively determined based the available information. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the stent contributing to the observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent had prematurely deployed during use. No consequences to the patient were reported.